Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unknown when the issue occurred. Review of the system log file showed unexpected system state change. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. Upon further troubleshooting action, field service engineer (fse) found that the failure in the power supply located in the m-cabinet. The fse replaced the power supply. After replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were updated.

Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported. A philips engineer visited site and replaced the power supply. The device was returned to expected functionality.